Event description:
Same case as manufacturer's report # 6000089-2006-02514. It was reported that during a bilaterial iliac angioplasty treatment procedure, the (7.0x30x75cm) stent "being used on the right iliac, was prepped, placed on the guidewire and introduced into the patient. It was advanced to the distal common iliac and would not cross the lesion. They were going to remove the catheter and the stent, predilate, and the stent came off the balloon as they were removing the catheter. They took the balloon out, tried to snare the stent but were unsuccessful. They used another stent and trapped the free stent against the wall of the vessel." During the stenting procedure on the left iliac, the (7.0x40x75cm) stent "was successfully advanced to the bifurcation. They went to pull it back out of the patient to inject dye. They pulled back the catheter to inject dye to get a good picture and as the stent was being removed out of the sheath, the stent came off the balloon and was left in the external iliac, a second stent had to be used to trap this one against the wall of the vessel." Used competitive stents to complete the procedure." The current patient condition is reported as "no harm."

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.